Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician stated that the right ventricular lead did not show a pulse and that the lead may have broken during the procedure. The lead was removed and replaced. There were no patient consequences.